Event description:
Event description guidant received information that, 4 days post-implant, this left ventricular (lv) pace/sense lead and right ventricular (rv) defibrillation lead were exhibiting high impedance and threshold measurements.